Manufacturer narrative:
Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. There were no signs of previous moisture presence on the electronic assembly and the pump motor. After swapping the electronic assembly to another case, the sleep current measurement still read high. The high sleep current measurement is due to some problem with the electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had low battery alert prior to the replace battery alert. The customer¿s blood glucose was 140mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional instructions. The insulin pump will be returned for analysis.